Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise on stored egms of the device, due to a suspected fracture. Patient had a short period of pacemaker inhibition, appx. 6 seconds. The patient did not report any symptoms. The lead was explanted and replaced.